Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the MFR's svc ctr, a failure related to the remote alarm connector was observed. The device's interface board was replaced to address the issue.device has been evaluated but the components have not been replaced pending customer approval of estimate.